Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that the patient faced issue with 2 infusion sets of tape not sticking on (B)(6) 2024. The infusion set came loose and the reservoir was also replaced. The reason for the event as reported was with showering or patient kept hanging and it came lose. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-10424 - device 1 of 2. E1: patient city: (B)(6). Patient country: netherlands.